Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a prp injection on completing the spin for a leukocyte poor prp the output syringe filled full of plasma to such an extent that the plunger in the syringe was ejected and the contents of the syringe spilled out. It was a lot more fluid than we normally expect on the output syringe. The other ppp and rbc pouches did not fill. They took the blood again and repeated the process with no issue. There was no harm for patient, operator or third party. The treatment was finished successfully with a new device with the same part number. It was not necessary to do a second treatment. ***update swit 12-apr-2024: blood/ plasma did come out of the device. The staff wear appropriate equipment to handle blood as they work in a clinical environment.

Manufacturer narrative:
Additional information: g3, h3, h6 based on visual evaluation and the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette and or/ incorrect user handling.